Event description:
It was reported that the patient's right atrial (ra) lead was removed due to infection. Cultures were taken and antibiotic treatment was necessary. It was noted there was vegetation around the ra lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.